Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately high compared to her feelings and/or normal blood glucose results. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began on (B)(6) 2012 at 6:36 p.m. The patient claimed that she obtained blood glucose results of "97 and 98 mg/dl" with the subject meter. The patient reported managing her diabetes with diet, exercise and oral medication (type/dose unknown). The patient informed the cca that she consumed more food and/or drink at 7 p.m. On (B)(6) 2012 than in her typical diabetes management due to the alleged issue starting. The patient claimed that she developed symptoms of "nauseated, perspiring and weak" 45 minutes after the alleged issue began. However, the patient denied receiving medical intervention as a result of the alleged issue. During troubleshooting the cca documented that a control solution test was performed and a result was obtained outside of the specified range (unknown result). At the time of troubleshooting the cca confirmed that the subject meter was set to the correct unit of measurement and that the patient was using unexpired test strips. The alleged issue was not resolved with training. Replacement product was sent to the patient. This complaint is being reported as an adverse event because, the patient reportedly changed her diabetes management and developed symptoms suggestive of a serious injury as a result of the alleged issue.

Manufacturer narrative:
(B)(4) 2012--device evaluation: the products involved with this complaint have been returned and evaluated by lifescan product analysis on [(B)(4) 2012] with the following findings: the meter passed all testing with no faults found. Testing was not required on the control solution for this complaint. The primary allegation was not confirmed during testing of the test strips. However, on performance testing an error 4 was observed and no assignable cause found if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.